Event description:
It was reported that during the procedure in the right coronary artery, the 3.5 x 12 mm nc trek dilatation catheter was prepped and advanced into the patient anatomy. The dilatation catheter was advanced through a previously placed stent and advanced to the target site. An attempt was made to inflate the balloon; however, the balloon would not inflate. The nc trek was removed from the patient anatomy without resistance. An attempt was made to inflate the balloon outside the patient anatomy, but the balloon would not inflate. It is unknown if a balloon rupture occurred. A non-abbott dilatation catheter was then used to complete dilatation. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for evaluation. The inability to inflate the catheter (inflation issue) can be affected by numerous factors including, but not limited to, damage to the catheter during manufacturing, a balloon rupture, damage to the shaft, inflation technique, interactions with other devices, lesion calcification and tortuosity or handling during removal of the device from the packaging and preparation for use. Reportedly, it was not known if a rupture occurred or what pressure was used in an attempt to inflate the device. After the device was withdrawn from the anatomy, the balloon would still not inflate. It was noted that the catheter was prepared per the instructions for use (IFU). As there was no report of any leaks or damage noted during preparation for use, this may indicate that a product deficiency did not contribute to the reported difficulty. There was no reported information available on the patient anatomical morphology (tortuosity or calcification), which may have aided the investigation. Additionally, as the product was discarded by the account, it was not returned for analysis and may have further assisted in the investigation. Based on the information provided and without the product to examine, a definitive cause for the reported inflation issue could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify proper balloon inflation/deflation and balloon integrity/rated burst pressure. A review of the finished product lot history record did not reveal any nonconforming material record issues with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot.